Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility. No device malfunction suspected.